Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, an empty rga package was received. The complaint of an intermittent out of range signal could not be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).